Event description:
During a shoulder arthroscopy utilizing a spade drill bit for 2.9 anchor, it was reported that the drill tip broke off in the patient¿s bone. It was reported that the patient had very hard bone. The broken part was not removed from the patient. Surgeon used the starter for the 5.0 anchors to complete the case. There were no reports of patient injuries or complications.

Manufacturer narrative:
One 2.9mm spade tip drill was returned for evaluation. The failure mode of ¿broken¿ was confirmed as the drill head is missing. The shaft of the device is well worn. The device has been in use for over 7 years without previous issues. The previous manufacturer of the device is no longer the supplier for this product. However we will continue to monitor the performance of devices manufactured by the new supplier to ensure customer satisfaction. All actions have been completed, and no further action is required. (B)(4).

Manufacturer narrative:
(B)(4).